Event description:
Additional information was received from the patient (pt) who reported they felt like the battery in their back was overheating. They reported it was doing an off and on thing for a while and gets hotter each time. They reported they have the controller plugged in to charge and it will say no device found. They reported they need an healthcare provider (hcp) who is close to them and familiar with the device. They think they the device will need to be replaced as it is faulty. The issue has not been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient. The reason for the call was patient reported that since yesterday their device had gone haywire. Patient stated that they put the belt on to charge their ins, and they were sure their controller was fully charged because they charged their controller for maybe an hour before they started charging their ins. Patient stated that the controller showed a "replace batteries soon" message then went white and unresponsive. Patient then stated after a while they unlocked the controller and it had all the screens on top of each other. Patient also noted that while they were charging their ins, they felt a really hot sensation around the implant site, but they were not sure if it was the actual implant or the recharger antenna. Patient did not have their recharger or ac power supply with them during the call. Agent walked patient through resetting the controller and the patient confirmed the controller powered on and they saw a battery empty cannot provide desired stimulation message. Patient will call back t omorrow once they have all other external devices to further troubleshoot.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.